Event description:
It was reported that the customer received unspecified alarms on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.